Event description:
The patient reported that since the afternoon of (B)(6) 2012 her blood glucose (bg) has been elevated, as high as 468 mg/dl. The patient's bg at the time of the call to animas customer support the afternoon of (B)(6) 2012 was reportedly 318 mg/dl with nausea. The patient denied other signs or symptoms of hyperglycemia and stated that she did not test for ketones. The reported bg excursion does not meet the definition of a serious injury. The patient stated that her bg did not respond to boluses via the pump, so she gave correction injections to try and bring her bg down and remained on insulin pump therapy for basal delivery. The patient denied any alarms or cancelled boluses recently. Troubleshooting indicated that all settings and histories were correct. The patient stated that the most recent change to pump settings was made by her healthcare provider (hcp) on (B)(6) 2011. The patient refused to review the pump's advanced settings, as she stated that her hcp had just recently done so. The patient stated that she tried three different vials of insulin and changed out her site/set three times since the bg elevations began. The patient denied any site, set, or cartridge issues. There was no indication of a pump malfunction upon troubleshooting. The patient stated that she was in the middle of her menstrual cycle at the time of the reported bg excursions, and noted that can sometimes cause erratic bgs. This complaint is being reported because the patient's hcp demanded that the pump be replaced, alleging a non-specific malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.